Event description:
React health received a complaint from a durable medical equipment provider that a patient stated his machine lost some power and he woke up several times with shortness of breath. His blood pressure was 181/101 (hypertensive crisis/urgency) and his hand was ice cold. The patient did not seek medical attention. The device has been returned to the importer. The manufacturer has not taken possession of the device as of this report.